Event description:
Per medwatch mw5179223: "it was reported that the implantable pulse generator (ipg) device was explanted due to an infection resulting in endocarditis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."